Manufacturer narrative:
The vinyl coating on the brake ring was reported to be deteriorated due to admitted impact damage (running stretcher into the wall).

Event description:
It was reported, the brakes were not functioning to specification due to worn brake rings.